Event description:
It was reported that the delivery system kinked. A 27mm lotus edge valve was selected for implant. Upon insertion through the isleeve introducer sheath, the lotus edge valve delivery system exhibited resistance and then kinked in two locations along the catheter. The lotus edge valve delivery system was removed with resistance. A new lotus edge valve was inserted and successfully implanted. There were no reported patient consequences.